Manufacturer narrative:
UDI #: (B)(4)

Event description:
It was reported that ¿forward firing¿ was noted with the first fiber. The fiber was exchanged; the second fiber exhibited ¿forward firing". The fiber was exchanged; the third fiber exhibited ¿forward firing¿. The procedure was completed with a fourth fiber. Patient outcome: ¿there were no injuries¿ to the patient reported. This report is for first fiber.

Event description:
The first fiber: 107,392 joules used and 24:19 minutes expended. The second fiber: 139,851 joules used and 31:34 minutes expended. The third fiber: 329,388 joules used and 1:10:59 minutes expended. The fiber tip (cap) of first fiber was cleaned during the procedure.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at bevel edge; the metal cap exhibits mild detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch mark, and mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.